Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: - please confirm the number of clips that could not be crimped to the suture? =>currently, unknown. - please provide the applier product code and lot number? =>the applier product code is ka200 and lot number is unknown - please confirm if there is an issue with the applier? =>there is no issue with the applier. If yes, please create a product complaint and provide the respective reference number(s). =>n/a. - what suture type and size was used? =>it is reported that the appropriate type and size of suture was used. - when the event occurred, was the suture placed near the hinge of the clip? =>yes. - were you able to lock the clip closed on the suture?=>no. If yes, after it closed, was the clip holding securely fixed on the suture?=>n/a. - was the applier checked for damaged (jaws straight and aligned)? =>there is no damage with the applier. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?=>yes. - please provide the source or name of person providing answers to follow-up questions.=>the sales rep used the products. The sales rep reported this issue.

Event description:
It was reported that a suture clip which was obtained for a sales demonstration was tested for verification on (B)(6) 2024. The device could not be crimped to the suture. It could be loaded with a probability of one in four times, but it was not certain. The suture used was the proper range suture. There were no adverse consequences to the patient. Additional information was requested.